Event description:
The following was reported through a review of the article titled, ¿short-term postoperative results of istent versus istent inject w implantation combined with phacoemulsification¿ from the 126th annual meeting of the jos. Reportedly following cataract plus trabecular microbypass stent system procedures, two (2) operative eyes presented on postop day two (2) with elevated intraocular pressure (iop) which resolved with medication within three (3) days postop. Additionally per report, one (1) other operative eye had decreased iop due to corneal incision suture failure which resolved with suture repair, and another (1) operative eye presented with a posterior capsule rupture during cortical resorption. The report noted that all cases are progressing well. Any omitted information was not available at the time of report. Please see the attached article for further details. This report references the cases associated with the g2-w device.

Manufacturer narrative:
Additional information: b3: awareness date used as event date. The devices were not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for the device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop, capsular bag tear and wound leak are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Elevated iop, wound leak and capsular bag tear are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4) reference report 2032546-2024-00032 for the cases associated with the gts100 device.